Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx40 instrument potential false positive results were obtained. Confirmatory testing was performed. Results were not reported and there was no report of patient impact.

Manufacturer narrative:
Investigation: a failure was reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6)tomer indicated that the equipment is reflecting false positive vials. No erroneous results were reported to doctors, and patients were not impacted. The application specialist reviewed the log data and found no abnormality. This is an unconfirmed failure of the bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) needed due to the age of the instrument. Service history for (B)(6)eviewed and revealed no previous complaints related to false positives. The root cause was unable to determined.

Event description:
It was reported while using bd bactec¿ fx40 instrument potential false positive results were obtained. Confirmatory testing was performed. Results were not reported and there was no report of patient impact.